Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rob130 - mps (B)(4) reported camera connection error. Case type: tka, tha. Surgical delay 30 min. Was procedure completed manually? Yes, could not use the robot. Was the patient under anesthesia at the time of the issue? Yes. Site: (B)(6) hospital. City, state: (B)(6). Robot number: rob130. Date of next surgery: (B)(6) 2019. (B)(4). Description of event: mps called with error in setting up trackers. Troubleshooting steps taken: asked mps to clean camera, using his phone light to look for smudges. Also ensured all vizadiscs were clean as well. Error not resolved, and continued by restarting application, and a software error 502 popped up, along with a crisis error. Mps did not have the correct cleaning tools to clean the fiber optic cables, so we went for a by-pass of both the robot and camera (ethernet and usb). Upon rebooting the robot to get the camera by-pass, checking arm status still showed that there was a peripheral connection error. Checked the logs to confirm it was the camera by-pass that wasn't successful, and confirmed all camera connections again with the by-pass, as well as the cable connected in the back of the camera. Disposition of call: after troubleshooting, arm status still would not go green and clear the peripheral error. Fse escalation required: yes. Resolution: confirmed dirty fiber optics. Cleaned fiber optics. Completed presurgery. System ready for clinical use.

Event description:
(B)(4) - mps (B)(6) reported camera connection error. Case type: tka, tha. Surgical delay 30 min. Was procedure completed manually? Yes, could not use the robot. Was the patient under anesthesia at the time of the issue? Yes. Site: (B)(6) hospital. City, state: (B)(6). Robot number: (B)(4). Date of next surgery: (B)(6) 2019. Mps name: (B)(6). Mps number: (B)(6). Description of event:mps called with error in setting up trackers. Troubleshooting steps taken: asked mps to clean camera, using him phone light to look for smudges. Also ensured all vizadiscs were clean as well. Error not resolved, and continued by restarting application, and a software error 502 popped up, along with a crisis error. Mps did not have the correct cleaning tools to clean the fiber optic cables, so we went for a by-pass of both the robot and camera. (Ethernet and usb) upon rebooting the robot to get the camera by-pass, checking arm status still showed that there was a peripheral connection error. Checked the logs to confirm it was the camera by-pass that wasn't successful, and confirmed all camera connections again with the by-pass, as well as the cable connected in the back of the camera. Disposition of call:after troubleshooting, arm status still would not go green and clear the peripheral error. Fse escalation required: yes. Resolution: confirmed dirty fiber optics. Cleaned fiber optics. Completed presurgery. System ready for clinical use.

Manufacturer narrative:
Reported event: "mps (B)(6) reported camera connection error. " device evaluation and results: per (B)(4): confirmed dirty fiber optics. Cleaned fiber optics. Completed presurgery. System ready for clinical use. Product history review: a review of device history records shows that on 02/03/11 1 device was inspected and 1 device was placed on: npr 11-01-0070, npr 11-02-0008, npr 11-01-0036. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.